Event description:
Pt had increasing pain in rt hip. Refracture of right hip with mechanical failure of hardware. All 4 screws in plate broken, only top half removed. Plate with 6 holes replaced, other plate, allowing for screws to be replaced.